Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information and analysis of the returned device. It was reported that when the 4.0 x 18 mm vision was deployed in a patient with ami, a perforation occurred. It should be noted that a contraindication in the instructions for use (IFU) is, "patients who have experienced a recent (less than 1 week) acute myocardial infarction." Performation/dissection, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. There was no report of any device malfunction.

Event description:
Reported status: serious injury - medical intervention. Reported rationale: performation requiring medical intervention. Device issue: none. It was reported that this was an acute myocardial infarction (ami) case. A vision 4.0 x 18mm was deployed; however, a perforation occurred. An nc mercury 4.0. X 15 was inflated and the procedure was completed. No additional event or patient information is available.